Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not form after they were fired. Another like device was used to complete the procedure. There were no adverse consequences for the patient.